Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 5 exhibited repeated clicking and failed to open properly. A field service engineer determined the issue was caused by an overstuffed pocket, which pushed the lid upwards and jammed the drawer mechanism. After the customer removed the excess medication and then rebooted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open and makes 4 to 5 clicking noises but remains closed. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open and makes 4 to 5 clicking noises but remains closed. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.